Event description:
It was reported that the guide stocked in the middle of insertion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR for this lot has been requested. The investigation of the complained drill sleeve shows full conformity to the specification. The device passed the carried out functional test successful. We were not able to reproduce the reported problem.